Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing of the drain bag was kinked, preventing the urine from draining properly. The complainant reported that the urine gets stuck in the chamber above the bag.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the photo sample noted three pictures of a drainage bag with a bent/kinked inlet tube going into the drip chamber. The lot number is unknown therefore the device history record could not be reviewed. The product code for this urine collection product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the urine collection product labeling is found to be adequate based on past reviews.

Event description:
It was reported that the tubing of the drain bag was kinked, preventing the urine from draining properly. The complainant reported that the urine gets stuck in the chamber above the bag.